Event description:
It was reported that during a diagnostic coronary procedure, the omniwire signal disappeared. A new wire was used to complete the procedure. No patient injury reported. During the returned product evaluation using a microscope, a small portion of the pressure sensor was broken but remained intact to the device. This product problem is being submitted in abundance of caution due to the fractured sensor. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block c: not applicable for this device. Country is poland. It is likely the cracked sensor occurred during the procedure. Strain, impact, and forces associated with use can affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.